Event description:
It was reported that, loss of capture and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead fracture was suspected but this was not confirmed. The device was reprogrammed to resolve this event. The patient was stable.